Manufacturer narrative:
This is a definitive report. No additional information is available despite the fact that multiple attempts to the reporter have been made. Seikagaku corporation is also submitting this report on behalf of bioventus llc as the importer with authorization by the exemption number e2016008.

Event description:
(B)(6) 2018 - a (B)(6) year-old female patient received supartz fx injection to the bilateral knees. (B)(6) 2018 - she received 2nd injections. (B)(6) 2018 - she received 3rd injections. (B)(6) 2018 - she had multiple health problems and was admitted to hospital.